Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (apd) therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported whether apd therapy was ongoing until the time of death or if the patient was connected to the homechoice at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Device was manufactured in april 2013. The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. A visual and functional test was performed with no abnormalities noted. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.